Manufacturer narrative:
Block e1 the complaint narrative was received from a direct report from (B)(6). Therefore, the aemps contact is reported as the initial reporter. The abbreviation aemps is used as the facility name due to character limitations.

Event description:
It was reported to boston scientific corporation (bsc) that an orbera365 intragastric balloon system was implanted within a patient on (B)(6) 2025. The incident was reported by the patient. The patient was sent home and told to return to the clinic two times a day for three days to receive primperan and buscapina, as they would feel bad for three to four days following the implant. During the ongoing use of the device, following the initial three days with the clinic, the patient reported feeling very unwell and unable to tolerate any food. The patient continued vomiting for approximately one month following the procedure. During that time, the patient visited the clinic to see the nutritionist on (B)(6) 2025, (B)(6), 2025, and (B)(6) 2025. The physician prescribed omeprazole, primperan, and lansoprazole and a new, softer diet was also provided. The patient made the decision to have the balloon removed. The balloon was removed via endoscopic procedure on (B)(6) 2025. Following the removal, on (B)(6) 2025, the patient reported pain and vomiting and feeling like they had acid in their stomach. On (B)(6) 2025 and (B)(6) 2025, the patient told the clinic that she had not tried solid food because she was afraid. The patient returned to the clinic three times. The first two times the patient was provided primperan. On the third visit, the patient had blood tests done and received IV fluids, but the patient was still unwell. The patient was told by the physician and nutritionist that "it was psychological since the balloon was no longer in". The patient's condition continued to worsen, and the patient was admitted to the hospital on (B)(6) 2026. The patient was sedated, received central venous nutrition, and was hospitalized for fourteen days. Detailed information regarding the treatment received by the patient during the hospitalization was not provided. Nor was clarifying information regarding the relationship between the ballon and the patient's symptoms provided. If additional details become available, a supplemental report will be submitted. This medical device report is being filed in an abundance of caution.